Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-apr-2026, it was reported by a sales representative via (B)(4) that an ar-6420cex curved excaliber broke during a case, the inner cutting sheath would stop spinning when shaving the capsule. Discovered during a case with no patient effect.